Event description:
It was reported that during a total knee replacement procedure, the device's blade broke after 10 minutes of use. The device was replaced with another during the procedure and this device broke after 5 minutes. There was no error code, only a solid tone. The devicees refused to continue to work. The procedure was completed with same like product. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device a was returned with the blade scratched but not broken off. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was tested on a generator and a solid tone was noted. The analysis showed that the device b was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure, and continued usage can result in a broken blade each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.